Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The first transeptal puncture (tsp) was performed without fluoroscopic guidance using the versacross connect. It was noted that the tsp was not at an ideal position. Despite the suboptimal location, the physician proceeded with attempts to deploy the wds hoping the was trusteer sheath would help compensate for the inadequate tsp. Multiple attempts to position the device correctly in the appendage were made, but the positioning was determined not acceptable. The physician recaptured the closure device and removed both the wds and was trusteer sheath in order to perform a second, better-positioned tsp. Upon removal of the devices, a pericardial effusion was noted. Pericardiocentesis was initiated, and 2-3 syringes (60cc each) of blood were drained, temporarily stabilizing the patient. A second tsp was successfully performed, and the trusteer sheath and 35mm device were re-introduced and the closure device was redeployed. Initially, the team believed the closure device helped to stop the effusion, but the effusion reaccumulated. The physician decided to release the 35mm closure device which was well positioned in the appendage. Additional drainage was then performed, but the patient went into cardiac arrest. The nurses performed heart massage. The patient experienced severe bradycardia, and hypotension (arterial tension low 16 high 34). A defibrillator (200 joulesx1) was used, and life cell was used to give additional blood units. A code was called in the hospital to advise the surgery team. Protamine was given to the patient. The patient seemed to stabilize slightly, but the effusion persisted. The physician kept removing 60cc syringes of blood from the patient. The patient remained in the interventional cardiology lab under active resuscitation and was reported to have died. It was further reported that the physician suspected that the inadequate transeptal location caused the watchman trusteer access system to rub against the ridge and possibly caused a small tear in the appendage. There was no perforation noted on any imaging. The cause of death was determined to be tamponade.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. D1: brand name corrected from watchman flx pro to watchman trusteer access system. D4: lot number updated. H6: patient code added.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The first transeptal puncture (tsp) was performed without fluoroscopic guidance using the versacross connect. It was noted that the tsp was not at an ideal position. Despite the suboptimal location, the physician proceeded with attempts to deploy the wds hoping the was trusteer sheath would help compensate for the inadequate tsp. Multiple attempts to position the device correctly in the appendage were made, but the positioning was determined not acceptable. The physician recaptured the closure device and removed both the wds and was trusteer sheath in order to perform a second, better-positioned tsp. Upon removal of the devices, a pericardial effusion was noted. Pericardiocentesis was initiated, and 2-3 syringes (60cc each) of blood were drained, temporarily stabilizing the patient. A second tsp was successfully performed, and the trusteer sheath and 35mm device were re-introduced and the closure device was redeployed. Initially, the team believed the closure device helped to stop the effusion, but the effusion reaccumulated. The physician decided to release the 35mm closure device which was well positioned in the appendage. Additional drainage was then performed, but the patient went into cardiac arrest. The nurses performed heart massage. The patient experienced severe bradycardia, and hypotension (arterial tension low 16 high 34). A defibrillator (200 joulesx1) was used, and life cell was used to give additional blood units. A code was called in the hospital to advise the surgery team. Protamine was given to the patient. The patient seemed to stabilize slightly, but the effusion persisted. The physician kept removing 60cc syringes of blood from the patient. The patient remained in the interventional cardiology lab under active resuscitation and was reported to have died.